Event description:
Caller reported a cartridge alarm identified as alarm 30, which occurred during the pumping process. Blood glucose level was not adversely affected by the issue, remaining below 500 mg/dl (27.7 mmol/l). Technical support had already replaced the pump due to a previous cartridge alarm 20, and this action was confirmed by cts.